Manufacturer narrative:
Date sent to the FDA: (B)(4) 2014. It was reported that the patient underwent glottic cancer laryngectomy on (B)(6) 2014 and suture was used. When the doctor held the tip of the needle, it twisted and broke during passage through the patient¿s pharynx. The broken piece of needle was not found and it is unknown whether the piece remains in the patient¿s tissue. The procedure was completed successfully. There were no adverse patient consequences reported. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent glottic cancer laryngectomy on (B)(6) 2014 and suture was used. When the doctor held the tip of the needle, it twisted and broke during passage through the patient¿s pharynx. The needle piece was retrieved. The procedure was completed successfully. There was no adverse patient consequence.